Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a concurrent illness which caused a blood glucose (bg) level of 32 mg/dl, with blurry vision. Trouble shooting with customer technical support revealed the basal/temp basal settings were incorrectly programmed, did not reveal any delivery issues but this complaint is being reported because the patient experienced hypoglycemia subsequent to the user error of incorrectly programming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.